Manufacturer narrative:
Evaluation in prgoress but not concluded. Device was repaired and returned. Only the power manager sub- assembly of the heart lung console was identified in the initial report. That assembly was replaced which restored the device to normal function. The evaluation of sub assembly is in progress as of the date of this report.

Event description:
During preventive maintenance of the device, the service representative observed that the backup batteries could not be activated as expected. There was no adverse consequence to a patient as a result of this event.